Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 500 mg/dl. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was admitted to the hospital on (B)(6) 2016. Customer's blood glucose at time of admission was 243 mg/dl. The customer cause of hospitalization was hyperglycemia. Customer's nurse stated patient is here over 500 and slowly came down. Customer completed the troubleshooting.